Event description:
It was reported that the device had liquid in the speaker and requested bench repair. It is unknown if the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number (B)(6). Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker is damage and needs to be replaced. Based on the information available and the testing conducted, the cause of the reported problem was defective speaker. The reported problem was confirmed. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.